Event description:
A caller reported a malfunction on their insulin pump, but there was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Tandem technical support advised the customer on backup therapy using mdi, confirmed the shipping address for sending a replacement pump with updated software, and instructed the customer on how to put the pump into storage mode. The customer was also advised on returning the malfunctioning pump to tandem using a pre-paid ups label.